Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with programming the insulin pump. The customer stated that she thought it was all set up from after working with the nurse earlier that day. However, the meter was not communicating with the insulin pump. During the call, the customer reported that her blood glucose value was 418 mg/dl. The meter ID was verified and it was not correct. The customer was assisted with reprogramming it and she was able to send the blood glucose reading to the insulin pump. Customer was able t rewind and prime. The customer was found to treat with a bolus but found the bolus wizard was not set up and she did not know the settings.